Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported she was contacted by or staff about the console power loss during surgery. The or staff stated the system is back on and everything is working again. The tse was unable to view live logs for the procedure. The csr requested the surgeon console be checked. The surgeon console lost power yesterday as well. The surgeon is continuing with case robotically. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the ssc power supply per procedure. Fse then completed some cycles to test system and make sure no issues were found. Fse completed system verification without any issues and notified or staff that system was ready for use. Isi received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis tested the mgps on the printed circuit assembly (pca) system. The system booted and failed with error 417 due to the mgps. A review of the site's complaint history does reveal patient identifier (B)(6) is related to patient identifier (B)(6). A procedure log review was performed. The myomectomy procedure was completed on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: the field service engineer (fse) replaced the medical grade power supply after the start of the procedure due to the repeated loss of power. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.